Manufacturer narrative:
From a follow-up communication, livanova (B)(4) learned that the heater cooler system 3t was cleaned by applying the cleaning procedure recommended by livanova (B)(4), using puristeril on a weekly basis. However, this has not reversed the contamination. It was stated furthermore that samples were taken prior the disinfection and that no tests were done to specific presence of mycobacterium chimaera. Livanova (B)(4) received the lab test report stating that environmental mycobacterium is present in the patient tank and cardioplegia tank, confirmed by ziehl-neelson stain and colony morphology. The heater cooler system 3t has been sent to livanova (B)(4) to undergo the deep disinfection procedure. The device was released after the completion of the deep disinfection procedure with final result 0 cfu/ml by lab report dated (B)(6) 2017. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer provided a lab report to sorin group (B)(4) confirming the presence of mycobacterium in the device. The reported device will be returned to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium. There is no known patient involvement.